Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address disassociation. While walking the patient's knee hyper extended and locked. An x-ray showed the poly had disassociated from the metal back patella. The metal back was removed and an all poly patella was placed.

Manufacturer narrative:
Depuy considers this investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 5-15-2017. Medical records reviewed. Code of implant bearing wear: polyethylene added to patella product. Ortho: soft tissue inflammation added to patient harms. Medwatch update submitted for patella.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.